Event description:
The customer reported that all the central nurse's stations (cnss) were experiencing signal loss and were alerting multiple alarms.

Manufacturer narrative:
Details of complaint: the customer reported that all the central nurse's stations (cnss) were experiencing signal loss and were alerting multiple alarms. The issues occurred after org software update were performed at his site. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause for signal loss cannot be determined. The customer was assisted on-site by nk personnel to resolve the issue. A report of the on-site troubleshooting was not provided. There is no record of any device repairs or exchanges in the record. No further issues were reported. The issue was most likely resolved through troubleshooting. Due to the age of the complaint, additional information is unlikely to be obtained. Possible causes may be related settings, environmental factors, or wmts network conditions. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 05/07/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/14/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: orgs: model #: ni. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitters: model #: ni. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that all of their central nurse's station (cns) are currently experiencing signal loss and are also alerting multiple alarms. He states that the issues began occurring after the org software update was performed at his site. Once the update was complete, the said issue started occurring. There were no reports of harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that all of their central nurse's station (cns) are currently experiencing signal loss and are also alerting multiple alarms.